Event description:
The head will not rotate in the cup. Another implant was available and was used instead. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results verified this reported event. A design change was incorporated in 09/1996 to reduce or eliminate this "snug" condition.